Manufacturer narrative:
The results of the investigation concluded that no resistance or other functional anomalies were noted during guidewire insertion through the dilator. The guidewire outside diameter measurements were within specifications. A review of the device history record was not possible since the batch number was unavailable. The cause of the reported removal difficulty remains unknown as it could not be confirmed.

Event description:
Related: manufacture reference number 3005334138-2017-00090. During a pulmonary vein isolation procedure, the guidewire was unable to be removed from the patient. The guidewire would only advance a few centimeters past the end of the dilator. The introducer was replaced but a similar event occurred. Following removal of the introducer, the guidewire could not be retracted from the patient. An ultrasound was performed which revealed the guidewire had unraveled. A catheter was used to remove the guidewire and the procedure was completed with no adverse consequences to the patient.